Event description:
Reporter stated the patient was hosptialized, from 2004 for one day, for high blood glucose. Reporter stated that pt was transported to the hospital, by a co-worker, because pt was measured 695 mg/dl. Pt was disconnected from the device, and treated with IV fluids and an insulin drip.